Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. The device powered on and operated, as it should however, during the evaluation of the device at the manufacturer's service center critical error codes were observed. The device's central processing unit board and power management board should be replaced to address the issue. No repair was performed. The unit is not needed for inventory, and it was scrapped.